Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential atrial undersensing on the right atrial (ra) lead during atrial arrhythmias. Follow up concluded no intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.